Event description:
A customer contacted beckman coulter inc. (Bec) regarding a small amount of bloody liquid in their coulter act 5diff cap pierce (cp) between the baths, that was contained inside the instrument. The customer was running controls on instrument and received 'results could not be saved' message. The customer opened right side of the instrument to perform extended cleaning procedure and observed small amount of bloody liquid between the baths. The customer was wearing gloves, goggles and lab coat at the time of the incident and did not come into contact with liquid. The customer closed the instrument and did not attempt to clean spill and contacted bec. This is a backup instrument and was not being used for running patient samples.

Manufacturer narrative:
Bec customer technical support (cts) performed troubleshooting with customer via telephone. Cts instructed customer to shutdown instrument, clean and flush needle probe, which resolved the issue. The cause of the leak is likely attributed to the needle probe. (B)(4).